Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. FDA correction/removal reporting no.: (B)(4). Non-conformances were identified related to device malfunction and will be handled through mentor¿s quality system. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision with saline mentor smooth round moderate plus profile 800cc breast implants and experienced bilateral deflation post-operatively, which was confirmed during a physical exam. As a result, the patient underwent removal and replacement with similar devices on (B)(6) 2022. This report is for the left breast prosthesis.

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the sm mpps dv 800cc breast implant was found to have a tear on the anterior view, measuring 16.0 cm. Microscopic examination was performed on the edges of the tear, and parallel striations were found in an area of the tear, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear could not be identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).